Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that patient said that they had a replacement implanted device put in for their previous implant and got a new programmer. Patient said, that mdt rep "(B)(6)" came into their room and explained everything. And said that they would call the patient on friday, but the patient has not heard from (B)(6) yet. Patient stated, they left a message for (B)(6). Patient also mentioned, that they are "going to the bathroom more" and don't know if it is attributable to the new device or not. Patient said, their ins was not turned on at the hospital. And that their daughter helped them turn it on, and that it was at 0.1. Patient said, they tried increasing stimulation to what they had been on with their old ins, but it was uncomfortable, so they turned it back down to 0.1. During the call, patient service specialist walked the patient through connecting to their ins. Patient increased stimulation until they could feel it. And it was comfortable. Patient will maintain stimulation level and continue to monitor symptoms. Patient also mentioned, that they have stitches at their implant site and it "hurts". Patient said, they had been given medication for an infection, but the medication gave them diarrhea. And then they were given different medication and it "feel like it would heal". Patient redirected to follow up with hcp regarding implant site. Email sent to field staff notifying of situation.

Manufacturer narrative:
B3: date is estimated. Month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back in response to follow up letter (B)(4). Patient said the letter said they contacted mdt on 7/13 but that was not correct. Patient said they were not diagnosed with an infection and the medication was given to prevent an infection. Patient said they have a hard time communicating with the ins. Patient did not have the external devices available at the time of the call. Patient said the implant is still touchy. Patient asked about using the communicator over slacks, reviewed info. Patient said with the old device they would get a symptom and the batteries in the programmer were depleted, reviewed device function.